Manufacturer narrative:
On 21-jul-2021, bwi received additional information indicating that the catheter tip was damaged during the procedure. The catheter was unable to deflect or relax completely during the operation, so the physician pulled out the catheter and discovered that the catheter tip was damaged. On 26-jul-2021, the product investigation was completed. A patient underwent an ablation procedure with a navistar thermocool for which biosense webster¿s product analysis lab identified a broken tip with internal parts exposed. The finding was identified on (B)(6) 2021. It was initially reported by the customer that during the pvc operation, catheter was unable to deflect or relax completely. A second catheter was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and deflection test of the returned device. Visual analysis of the returned sample revealed the tip broken with internal parts exposed on the navistar thermocool catheter. Deflection testing was performed in accordance with bwi procedures. The deflection mechanism passes the test; the curve met the specification. A manufacturing record evaluation was performed for the finished device 30464556m number, and no internal action related to the complaint was found during the review. The event described could not be confirmed as the device was found with the deflection curve within specifications. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. The customer clarifies that the catheter tip was damaged during the procedure. The catheter was unable to deflect or relax completely during the operation, so the physician pulled out the catheter, found the catheter tip was damaged. This unit was inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) of this device per its part number that indicates a proper manufacturing in accordance with documented specifications and procedures. At this time is not possible to determine the root cause of the broken tip condition; however, based on the information provided, the condition reported has origin in someplace external to the manufacturing environment. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an ablation procedure with a navistar thermocool for which biosense webster¿s product analysis lab identified a broken tip with internal parts exposed. The finding was identified on (B)(6) 2021. It was initially reported by the customer that during the pvc operation, catheter was unable to deflect or relax completely. A second catheter was used to complete the operation. There was no adverse event reported on patient. The deflection issue is not MDR-reportable. The broken tip is MDR-reportable.